Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens gets stuck in the tip of the cartridge, so we proceed to remove the injector, trying to return to extract it, without obtaining forward or backward progress, we proceed to cut the cartridge to recover the lens, and when reviewing it under a microscope, grooves are observed in the haptic and a cut in lens, so it is decided not to use said lens and implant a different one during initial procedure. Additional information has been received and stated that, the procedure was completed with another lens. The patient was not hospitalized for the event and there was no patient harm. Additional information has been received and stated that, might be the problem was from the cartridge, because it got stuck, despite having a lot of viscoelastic, it didn't move forwards or backwards. Medical history: diabetic retinopathy and diabetic macular edema.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).